Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: persona fixed bearing articular surface, catalog #: 42511000510, lot #: 62304377. Persona cruciate retaining femoral component, catalog #: 42502606401, lot #: 62328723. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00244, 0001822565-2018-01827. Product location unknown.

Event description:
It was reported that the patient was revised to address pain, instability and lack of bony ingrowth on the tibial component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is further reported by review of revision operative notes that the patient was revised due to pain, instability and insufficient bony ingrowth of the left tibial component. The joint fluid was found clear and normal looking. The articular surface, femoral and tibial components were revised but the patella button was left intact. No instability with flexion-extension or mid flexion testing was noted.